Event description:
The patient's parents reported that the patient had been experiencing elevated blood glucose in 2009. The patient bolused through the infusion device but blood glucose did not decrease. The patient switched to the backup infusion device and blood glucose returned to normal, 100-140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.